Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (2000 mcg/ml at 391.9 mcg/day) via an implantable pump for intractable spasticity. It was reported that the healthcare provider (hcp) was doing a refill today and upon interrogation of the pump they noted there was a motor stall which occurred on (B)(6) 2021. The patient had a magnetic resonance imaging (MRI) that day but did not have the pump status checked post MRI. There were no audible alarms. They rechecked the pump status and logs and the recovery occurred upon the initial interrogation. Discussed MRI labeling and the pump being in telemetry state condition. Troubleshooting resolved the reported issue.